Manufacturer narrative:
The insulin pump was received unable to prime during the prime test due to faulty force sensor resistor also, unable to perform excessive no delivery alarm test due to prime anomaly. However, the currents are within specification. The insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 123 mg/dl. The customer stated that he received no delivery when he primed the pump. The customer stated that when the plunger reaches the reservoir in the pump, it alarmed no delivery. The customer was unable to troubleshoot during time of call.